Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The lcd display is out of specification. The upper and lower cases and the battery drawer found broken. The ring is bent.

Event description:
It was reported the right side of the lower display had a vertical line of missing pixels. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.